Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent damage with stent struts lifted and pulled distally, and the second most distal stent strut row damaged. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.00x32mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 3.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, when the stent was postioned in the lad, it was noted that the stent struts were lifted due to the scratch with the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.00x32mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 3.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, when the stent was positioned in the lad, it was noted that the stent struts were lifted due to the scratch with the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.